Event description:
During dialysis treatment, the pt's venous needle accidently dislodged and resulted in approx 400 cc blood loss. The pt became unresponsive, but recovered with an infusion of normal saline. The pt was transferred to hosp, monitored as stable and alert, and released. During the next treatment, two units of packed red blood cells were administered. The facility alleges that the venous pressure monitor alarm on the hemodialysis machine did not emit an audible or visual alarm during the incident.